Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display. They received a low battery alert and changed the battery, but the device would not power on. Customer¿s blood glucose was 168mg/dl at time of incident. Customer states that battery cap was damaged. The customer advised to discontinue use of insulin pump and revert to back up plan until new battery cap arrives. The insulin pump will not be returned for analysis.